Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the samples. Analysis of the sample showed that the photos showed the defect reported by the customer. Evaluation of the physical sample showed the disconnection between the luer and the tube, adhesive on the tube and inside the luer can be observed. When evaluated under magnification, it is possible to see part of the tube inside the luer. Bd was not able to replicate the defect in the manufacturing process or determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva nearport 22ga x 1.00in w/ maxzero catheter broke / separated after placement. It was reported by customer that the nexiva nearport 22g x 1¿ IV catheter tubing broke off. Location of the break was at the extension set and the catheter hub. Rcc received a complaint via email. Please accept this email as notification of the following complaint. Xxx. Date of incident: (B)(6) 2026. Product code: 393522. Lot #: unknown. Description of incident: nexiva nearport 22g x 1¿ IV catheter tubing broke off. Location of the break was at the extension set and the catheter hub. There was no patient harm however the device was indwelling at the time of the fracture, and the line had to be removed. Photos are attached to this email, and the customer retained the device and is willing to send to bd for evaluation. Customer is copied on this email.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.